Event description:
A pump malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to call back if the issue reoccurred and was informed they could continue to use the pump.